Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This is two of two events of a fluid leak reported for the same patient involving two separate malfunctions.

Event description:
Peritoneal dialysis patient reported observing evidence of a fluid leak after completing treatments. Follow up with the patient's peritoneal dialysis nurse indicated that the patient remained asymptomatic and has continued performing treatment on the cycler.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.